Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower part of the display was not working, it was missing segments and had an extra vertical line. It was also noted that the upper case, lower case, side bail covers, ring cover, lead flex cover and battery drawer were broken, the battery release was sticky and the heart block was contaminated, the battery contacts were compressed and the side bail and ring were missing.

Event description:
It was reported that the lower liquid crystal display (lcd) screen on the external pulse generator was not working as it should. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.